Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the gold ring component on the leadless implantable pulse generator (ipg) delivery catheter was bent which caused full engagement to be unsuccessful. A new leadless ipg was successfully implanted without complications. No patient complications have been reported as a result of this event.